Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the abdominal laparoscopy surgery, the stapler did not fire, poor staple formation, the staple line incomplete at distal part and fixed by suturing. The jaws of the device locked on tissue. The stapler applied an incomplete line, so the surgeon decided to cut and open the patient and the procedure of laparoscopy converted to open surgery. There is a tissue damage. The time extended for 30 minutes or more. The incision is also extended. There will be an additional operation performed to correct the issue. There was a temporary injury as a result of the event. The patient is alive and has a temporary injury.